Manufacturer narrative:
Correction: h6 codes the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with the right ventricular lead exhibiting oversensing. Therapy was temporarily disabled and the patient was place in a defibrillation vest. The lead was subsequently explanted and replaced. There were no adverse patient consequences reported.